Manufacturer narrative:
Additional information: d10, h3 correction: e1 plant investigation: eleven companion complaint devices were returned to the manufacturer for physical evaluation. During the gross visual examination of the samples, no defects or irregularities were visually observed on any of the 11 samples. The returned samples were subjected to a laboratory bubble point test. No internal leaks were detected in any of the 11 samples. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against the lot reported by the same clinic involving a different patient. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no other complaint reported against the lot aside from the additional event reported by the same clinic as the current file, involving a different patient. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was a drop of blood. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded at the site and is not available to be returned to the manufacturer for physical evaluation; however, all available samples from the same lot are available to be returned to the manufacturer for evaluation.